Event description:
Arjo was informed about the event involving the enterprise 9000x bed. It was indicated tha the bed moved unintended (without using controls buttons). No patient involvement and no injuries were reported.

Manufacturer narrative:
The device inspection performed by an arjo representative revealed that the head end right side panel cable was damaged causing the bed to move without using the controls. The faulty cable was disconnected. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was informed about the event involving the enterprise 9000x bed. It was indicated tha the bed moved unintended (without using controls buttons). No patient involvement and no injuries were reported. It was established that the reported unintended movement was caused by the control panel cable damage. The cable was damaged as was found to be loose and not secured (the cable tie was broken). Therefore, the cable was catching when the side panel was raised or lowered. The instructions for use for the enterprise 9000x (document number: (B)(4)) states the following: "take care not to squeeze or trap trailing cables from other equipment between moving parts of the bed." Weekly: "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)." To sum up, the bed did not meet its performance specifications due to unintended movement. The device was not used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.